Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead. Additional information was received that the patient underwent an explant procedure wherein everything was explanted. The patient was doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having pain and discomfort at the pocket site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was having pain and discomfort at the pocket site. The patient will undergo an explant procedure.